Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 600 mg/dl. The customer states that prior to the event, her insulin pump alarmed "no delivery". The customer also states that she uses the mmt-399 quick-set infusion set with lot number, 9201508. Programming has not been changed and troubleshooting was done. The insulin pump passed the prime test. Nothing further was reported.